Event description:
A hospital in (B)(6) reported via distributor that an rt134 adult breathing circuit leaked from the water trap. The complainant reported that the water trap leak was discovered prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned breathing circuit was pressure tested for leaks. Results: the breathing circuit performed properly during testing. No leak was found. Conclusion: the reported fault could not be replicated. No fault was found with the breathing circuit as it operated properly and did not leak.